Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an attempt was made to cross the aortic arch with the delivery catheter system (dcs) without possibilities of advancing. The guidewire was changed for one with more support and it was unable to cross as well. An attempt was made again with adding another parallel high support guide and as they advanced to cross for the third time, it was visualized that the dcs had ruptured the aorta at that level.  Of note, the guidewire and the nose cone of the dcs bent trying to advance through the aortic arch. The patient died due to the aortic rupture.

Manufacturer narrative:
Concomitant medical product: section d information references the main component of the system. Other relevant device(s) are: product ID: gwbc30, serial/lot #: (B)(6), ubd: 31-dec-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A media file was provided for review. Patient¿s executive summary was not provided for anatomical review. The media file provided shows significant resistance encountered as the delivery catheter system is attempted to be advanced across the aortic arch. There is a significant bend in the delivery catheter system (dcs) causing a separation between the nose cone and nitinol capsule. Medtronic recommends stopping advancing immediately if excess resistance is encountered. In this case, despite the resistance, additional efforts were made to advance the delivery catheter system. The pigtail catheter appears to be well positioned and follows the outline of the aorta. Evidence shows that both dcs and guidewire were might have ruptured the aorta. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Medical safety reviewed the product event and assessed the reported: advancement difficulty, aortic rupture and subsequent death. Based on the information provided, the event of an aortic rupture, resulting in death, was likely related to advancement difficulties, force applied while advancing the dcs and interaction between the aortic arch and the dcs. Imaging indicated significant resistance as the dcs was attempted to be advanced across the aortic arch and a significant bend in the delivery catheter system causing a separation between the nose cone and nitinol capsule. The bend/kink near the nose cone was confirmed upon removal and inspection of the dcs. It¿s unlikely that the injury was due to the guidewire as there were no complaints of difficulty advancing the wire and images indicate that the wire was advanced past the site of the rupture. However; the guidewire could have damaged the dcs during the first attempt to cross the aortic arch due to lack of support causing the injury. It was reported that the dcs was unable to cross the patient¿s aortic arch. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. The provided imaging shows significant resistance encountered as the delivery catheter system is attempted to be advanced across the aortic arch. Per the physician, the patient did not have any anatomical features that contributed to the event. A root cause for the advancement difficulties could not be determined and the relationship to the dcs could not be established. A kink was noted on the dcs after removal. It was noted that significant resistance was encountered when attempting to advance the dcs. The evolut system IFU instructs "do not force passage". Persistent force on the catheter can cause damage to the catheter. An aortic rupture was reported. Vascular access related complications, such as rupture and patient death, are a known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The image review confirmed the reported rupture. Per the medical safety assessment, the event of aortic rupture, resulting in death, was likely related to advancement difficulties, force applied while advancing the dcs and interaction between the aortic arch and the dcs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that once the incident occurred, the delivery catheter system (dcs) was inspected and a bend/kink near the nose cone was observed.

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: section d information references the main component of the system. Other relevant device(s) are: brand name: boston scientific meier guidewire, product ID: unknown, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that, no treatment was provided for the aortic rupture as the patient died instantly. Per the physician, the patient did not have any anatomical features that contributed to the event. Per the physician, the guidewire could have damaged the delivery catheter system (dcs) during the first attempt to cross the aortic arch due to lack of support and the area near the nose cone of the dcs contributed to the patient death.